Event description:
A minor surgical excision of a cyst from the thumb of the pt was performed, a dressing was applied to the site and was retained to thumb by a dressing retainer. The dr stated that the pt returned approx three (3) days later and taht the thumb was noted to be black in color. The thumb was amputated approx one week after the original operation.